Manufacturer narrative:
Additional device product codes mnh, mni, kwq, kwp. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a patient underwent revision procedure for hardware removal due to degenerative disc disease on the level adjacent to the old fusion. The original procedure to implant a matrix system at l4-5 was performed on an unknown date. The revision was to extend the fusion to l3-4. The entire construct included two matrix 6.0mm x 45mm screws, two locking caps and two 45mm rods. The procedure was completed successfully with a five minute delay. Concomitant medical products: screws (part# unknown, lot# unknown, quantity 2); locking caps (part# unknown, lot# unknown, quantity 2). This report is for one (1) 5.5mm ti curved rod 45mm. This is report 6 of 6 for (B)(4).